Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed the device in used condition. Event history log verified error 45630. During functional testing, the device was found degraded with fluid ingression on the main board assembly. The reported issue could not be replicated but was verified. The root cause was determined to be the main board. The main bard was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that during use, the pump possibly got wet and exhibited error message 45, 630, 1004, 41, 541, 1003. Per the reporter, there were no adverse patient effects.